Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse pulse field ablation procedure, a farawave catheter was selected for use. Full-dose heparin was administered prior to the transseptal puncture, achieving an act of 350. Ice and fluoroscopic imaging were utilized. It is believed that the oral anticoagulant (oac) was discontinued the day before the procedure. The guidewire could not be advanced or retracted within the catheter the catheter and guidewire were replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.